Event description:
The account generated a falsely elevated architect ca19-9xr of 965 u/ml with sid: (B)(4) on (B)(6) 2012. A new sample from the same patient, sid: (B)(4), tested architect ca19-9xr of 319 u/ml on (B)(6) 2012. Additional testing on the axsym generated ca19-9 of 241 u/ml. The patient was ca19-9 (unknown method) of 13 u/ml at the beginning of 2012. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Device code: (B)(4) high test results. Patient code: (B)(4) no consequences or impact to patient. An evaluation is in progress. A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
A customer return patient sample was received for evaluation. When tested the patient sample, the investigation team generated a neat value of 475.81 u/ml. The investigation team then diluted the sample 1:2, 1:3, and 1:4. The dilutions generated non-linear results as they were not within +/- 15 % of the neat value. In addition, the investigation team treated the sample with a heterophilic blocking tube (hbt) reagent. It generated a value of 379.26 u/ml. This represents a -20.3% change in concentration. Both the dilution and hbt testing indicate the presence of an interfering substance, specifically, heterophilic antibodies. In addition, the investigation team reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customer facility. This review did not identify elevated activity for the issue the customer reported. The investigation team also performed testing to evaluate the accuracy of the reagents. Across three instruments, four levels of an internal panel made from defibrinated human plasma was tested. Each level contains a known concentration of the ca 19-9 analyte. The results met the testing criteria. This testing shows that the assay can accurately detect known concentrations of the analyte. No malfunction was identified.